Manufacturer narrative:
(B)(4).

Event description:
The pt's pump was replaced due to a volume discrepancy (see manufacturer report #3004209178201100547 for post-op issues with new pump after replacement). The specific volumes were not reported. The medication being delivered via the device was lioresal 2000mcg/ml at 500 mcg/day.